Event description:
Reporter calling to report a recent problem after dexcom g7 use. Reporter states on (B)(6) 2024, he experienced skin irritation, inflammation, and redness on the back of his upper arm where his g7 sensor had been applied. Reporter states that when he touched this area, he felt two small wires in his arm and they were just poking out above the surface of his skin. Reporter states he then realized these wires were from his g7 sensor that had previously been removed from his arm. Reporter states he was able to use some tweezers and remove the two wires from his arm, and he then applied "antibiotic cream" to the area. Reporter states he contacted dexcom to report this issue. Reporter states the dexcom representative told him that this problem had also happened to other customers. Reporter states he asked the representative if they were going to file a report with the FDA "and my question was met with silence". Reporter states this silence concerned him and so he wanted to report this adverse event directly. Reporter states he is concerned that this may be happening to other people, as the wires in the sensor are very small and reporter states his belief that they could easily come off beneath the skin and the user would not notice. Reporter states he is additionally concerned that, because he rotates sites when using his g7 sensor, the wires in his arm were there for "at least ten days, maybe even longer". Reporter states he isn't sure if the wires were from his most recent sensor or perhaps even the sensor before that. Reporter states dexcom g7 sensor information is "sw-13354" and "sw-rev 32.192.106.000". Reporter states the sensor he is currently using is serial number: (B)(6).